Event description:
It was reported that this right atrial lead exhibited oversensing of noise which led to inappropriate anti-tachycardia response episodes to be recorded. During extraction of this lead, the right atrium was perforated. Subsequently, a pericardial tap was performed to remove the blood. The tip remained implanted. Two days later a sternotomy was performed in which part of the atrium and the remaining right atrial lead was removed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 24cm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Manufacturer narrative:
This product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial lead exhibited noise which lead to inappropriate anti-tachycardia response episodes to be recorded. During extraction of this lead, the right atrium was perforated. Subsequently, a pericardial tap was performed to remove the blood. The tip remains implanted, but the rest of the lead was able to be removed successfully. No additional adverse patient effects were reported.